Event description:
A customer from (B)(6), who does not have diabetes, tested his blood glucose on the contour ts and received a reading of 137mg/dl. The lab result was 79mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. It was advised the strips be returned for evaluation.